Manufacturer narrative:
Insulin pump was received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify low battery alarm and battery out limit alarm due to blank display. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's battery was still draining despite receiving a battery cap replacement. The battery cap did not resolve the battery issues. She previously called to report a blank display that caused a battery out limit alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.